Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? Transecting arteries and veins for lobectomy. What structure was the device fired on? What was the thickness/size? A small (approx. 3mm) lobar pulmonary artery. Was the bleed on the middle of vessel or edge? Middle of vessel. Was the staple line manipulated after firing? Staple line seemed secure until brushed up against with a grasper opening the middle of the staple line. What kind of clip was used? Was the clip applied to the staple line are used to occlude the vessel laterally? Ecr420 was used to occlude vessel both longitudinally and laterally but only opened staple line further causing more bleeding. How was the surgical procedure completed? Surgeon created thoracotomy and oversewed staple line with prolene would the surgeon be interested in a conversation with the ethicon medical and engineering team? No. Surgeon now wants nothing to do with ethicon staplers.

Manufacturer narrative:
Tracking number: (B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a video assisted thoracoscopic surgery procedure, after firing the stapler for the sixth time on vessel, staple line looked good with no bleeding. After thirty seconds, a small bleeder pushed through the staple line and began to squirt out of the artery. Surgeon attempted to clip the vessel which only made the bleeding worse. Surgeon opened patient and oversewed staple line with prolene to stop the bleeding.